Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a react catheter patient experienced a common adverse event (ae) associated with a thrombectomy. The ae was not related to the disease under study. The ae did not result from a device deficiency. It was reported that the patient experienced a little hemorrhagic transformation. Patient details: mrs score unknown and nihss score of 24. No hospitalization or intervention was indicated. Ancillary devices: stent retriever trevo nxt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported baseline clot location middle cerebral artery (mca) left, m1. No hospitalization, no treatment, no other action taken to resolve the hemorrhagic transformation. The event had a causal relationship to procedure; not related to devices, disease under study and underlying condition or disease; rationale for the relationship to system or procedure: common adverse event of thrombectomy. Pre-procedure mtici score: 0. Final post-procedure mtici score: 2c.